Manufacturer narrative:
E4: this report was submitted in part due to information received in medwatch# mw5150750. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative and the patient. It was reported that the patient's ins died two months after implant. At the time of the patient's report, it had been 156 days and nothing had been done. They had seen error code 201 which read "your neurostimulator is nearing the end of service life." The patient made the decision to have the ins removed on (B)(6) 2024, and it was not to be replaced. They noted that they had a lack of help for the past 5 months. Contrary to what the patient reported, the representative noted that the ins was to be replaced on (B)(6) 2024. The representative reported that the patient was implanted in (B)(6) 2023 and they received an eri message 3-4 months later. The patient's ins settings were normal.

Manufacturer narrative:
H7: information updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2023-sep-14: information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). Caller stated pt saw elective replacement indicator (eri) two days ago and feels like it is preemptive, pt feels like they 'just healed'. Technical services (tss) reviewed with caller algorithm for generating eri as well as battery longevity estimating on the clinician tablet. Agent advised caller that when they meet with pt tomorrow, caller can reach back out to tech service for any guidance needed. The rep also mentioned they checked the pt's device and had noticed the pt had "all their programs on." Reviewed that the ins displays programs "on" in a way that may not be completely intuitive and that just because a program shows "on" doesn't indicate that it is actually stimulating unless the group that has the program in it is activated. 2023-sep-15: additional information was received from a manufacturer representative (rep). The rep called to follow-up on the case. The caller indicated that the estimated time remaining showed 3 months and the patient claimed to have seen the eri message several weeks ago. The caller provided the therapy parameters as a group with four programs active. Each program had a bipole and amp: 8ma pw: 270us rate: 60hz. Reviewed that the estimate indicates an estimated longevity of 6 months and if they were able to reduce parameters they may be able to get a little bit more longevity out of the ins. Reviewed they may want to consider a rechargeable ins if the current parameters are required for effective therapy. 2023-10-30: additional information from the patient and manufacturing representative (rep) indicated that the eri was considered normal based on the usage settings and impedances. Patient would like to move forward with replacement procedure. Patient is also wanting to move to a rechargeable device based on therapeutic needs. The patient needs to be scheduled for replacement procedure (B)(6) 2024: additional information was received from a manufacturer representative (rep) and a patient (pt). The rep reported that the patient is getting their battery replaced and they want to send it for evaluation. The patient reported they have a defective spinal cord stimulator. They are unhappy after months of run around and a defective battery. Patient stated their battery started to die 2 months after surgery. Now 5 months and nothing has been done. The manufacturer performed diagnostic testing and the battery is failing after 2 months of use. Patient reported this surgery was already because of a failed back surgery. Patient has now been allowed to completely heal, while everyone waited for insurance authorization. Additionally, the unit does not have an emergency shut off and was stuck on for 48 hours.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, from the manufacturer representative (rep). Rep reported, the ins will not be returned for analysis. The physician gave the battery to the patient, per their request.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.